Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. An insulin injection was administered to address bg. It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the customer was reusing cartridges. A new cartridge was loaded and the customer continued to use the pump for insulin therapy.